Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h2, h11. Corrected fields: d8, h3, h6. This supplemental report is being submitted to provide the correction to the results of the final investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on the light guide bundle based on the results of the investigation, it is likely the following led to the malfunction: the image interference was due to dirt on the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had interference and distortion in image. The event occurred during inspection for use. There were no reports of patient involvement.